Event description:
It was reported that during a lap cholecystectomy procedure, the device was closed plastic to plastic to fire on the cystic artery; however, the clip would not form properly. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 12/03/2008. Info anticipated, but unavailable at this time.